Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device operates differently than expected-clip at distal end of device was confirmed. The analysis of the returned device did not identify a manufacturing deficiency. A review of the lot history record did not indicate a lot specific quality deficiency. A query of the electronic complaint database was performed and there have been no other incidents for device operates differently than expected-clip distal end reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip of the starclose se device was deployed; however, it remained on the distal end of the device. A hemostat patch was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.